Manufacturer narrative:
Device evaluated by manufacturer: the returned product that was received consisted of a jetstream xc-2.1 atherectomy catheter. The device was visually and microscopically inspected for damage. There was a kink on the shaft located 72cm from the tip. There was a leak noticed at the 72cm location on the catheter shaft (infusion line). The device was set up and primed as designed. The device was run for a period of 2 consecutive minutes with no issues or errors. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The priming issues were not confirmed; however, there was a small hole and leak confirmed on the catheter shaft.

Event description:
It was reported that the device was leaking. A 2.1 mm jetstream xc catheter was selected for an atherectomy procedure in the superficial femoral artery (sfa). During priming, it was noted that there was a bubble error appearing and during additional attempts to flush out the bubbles. A small leak on the catheter was found and a hole was suspected. Plain balloon angioplasty was used to complete the procedure. No patient complications were reported.

Event description:
It was reported that the device was leaking. A 2.1 mm jetstream xc catheter was selected for an atherectomy procedure in the superficial femoral artery (sfa). During priming, it was noted that there was a bubble error appearing and during additional attempts to flush out the bubbles. A small leak on the catheter was found and a hole was suspected. Plain balloon angioplasty was used to complete the procedure. No patient complications were reported.